Event description:
It was reported the lcs15 was used during an unknown procedure. It was reported by the affiliate the blade would not close properly, would not stop bleeding completely. New blade was used to complete the case. There was no consequence to the pt. 4/27/1998 affiliate responded there was only minor bleeding, not a significant amount.

Manufacturer narrative:
D6: device returned with no lot identification. Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The device was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the functionality of the instrument or the jaws of the device opening and closing as designed.